Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a tha, when a surgeon peeled the inner tyvek sheet for a trident cup. He found a contamination on the buffer. They had no spare, therefore the trident was implanted as is.

Manufacturer narrative:
An event regarding a foreign matter in the packaging of an trident shell was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was completed on the returned parts, there was a yellow staining effect on the inner surface of the packaging foam. Analysis of the returned part concluded. The yellow stained areas have a rougher texture and are stiffer compared to the surrounding unstained areas, possibly suggesting some degradation of the polyethylene material. It also appears that the staining has seeped through the top surface of the foam. Fluorescence of the staining under uv light was also noted. The precise chemical nature of the staining could not be identified. There is evidence of the presence of a nitrogenous species characterized by a signal at m/z 182+, assigned to c12h24n+, and likely corresponding to an amine or quaternary ammonium species. There is also oxygen containing carbonaceous material which has characteristics of fatty acids, cellulosic materials, acrylates and other types of oxygen-containing hydrocarbons but are not complete match with materials with known fingerprint and therefore this material remains unidentified. Another unidentified species characterized by a signal at nominal mass m/z 203- is also present and is believed to contain heteroatoms since the accurate mass is below integer mass. The unstained foam surface is consistent with a polyethylene material with some silicone, detected as poly-(dimethyl siloxane), pdms. Surfactants in the form of alkyl-aryl-sulfonates (cnh2n+1c6h4so3) are also present as well as low/trace levels of nitrogenous material (in amine/amide and nitrate forms), sodium (likely the counter-ion of the surfactants), potassium, calcium and chlorine. -medical records received and evaluation: there were no medical records received for evaluation. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: contamination on molded dome foam in the packaging of part number 508-11-46c was confirmed as orange stain. Ftir analysis of the stain was found to give a ftir spectrum consistent with oil.

Event description:
It was reported that, during a tha, when a surgeon peeled the inner tyvek sheet for a trident cup. He found a contamination on the buffer. They had no spare, therefore the trident was implanted as is.